Event description:
It was reported that the pump exhibited a detached downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Confirmed through visual inspection. The root cause of the issue was a delaminated downstream occlusion (dso) seal. The dso seal was replaced. A dso/uso sensor calibration was performed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.